Event description:
It was reported that the patient had been having trouble with the stimulator for their neck for 5 to 6 months prior to the report. The patient wasn¿t sure if it was an implant or a lead issue. The patient was finally able to recharge it after 24 hours recently but their stimulation would not come on and they were seeing a power on reset (por) on their recharger. It was a warning por and the patient was going to discuss it with their doctor on (B)(6). The patient¿s other implants were working fine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2012m product typel implantable neurostimulator. Product ID: 3986ilc, lot# n24477, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-66, serial# (B)(4) implanted: (B)(6) 2000, product type: extension. Product ID: 74002, lot# n267643, implanted: (B)(6) 2011, product type: adapter. Product idl 37092, lot# 285240002, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3986a, lot# lc3341, implanted: (B)(6) 2004, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3986a, lot# lb9860, implanted: (B)(6) 2004, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 74002, lot# n315800, implanted: (B)(6) 2012, product type: adapter. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3998, lot# l74754, implanted: (B)(6) 2000, product type: lead. Product ID: 3986ilc, lot# n24477, implanted: (B)(6) 2000, product type: lead. Product ID: 3986a, lot# lc3341, implanted: (B)(6) 2004, product type: lead. Product ID: 3986a, lot# lb9860, implanted: (B)(6) 2004, product type: lead. Product ID: 3998, lot# l74754, implanted: (B)(6) 2000, product type: lead. (B)(4).